Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, he was having issues with the insulin pump. Customer stated he checked his blood glucose, 313 mg/dl, and it wouldn't transmit to the insulin pump. Customer was assisted with clearing the check blood glucose now alert and was able to continue. Customer declined troubleshooting for high blood glucose and keypad issues, stated he will monitor the device. Customer will call back if issues reoccur. Customer is not returning the device for further analysis.